Manufacturer narrative:
This report is filed on december 07, 2017.

Event description:
It was reported that the patient experienced an (B)(6) infection and subsequently was administered oral antibiotics, however the issue could not be resolved and subsequently the device was explanted (date not reported).